Event description:
It was reported "screen inoperable, momentary disruption in pumping". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "screen inoperable, momentary disruption in pumping". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "screen not working" is confirmed based on the attached videos. The product was not returned for investigation. The video shows the ac3 screen with incomplete waveform outputs. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete waveform outputs. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.